Manufacturer narrative:
The device sample was not available for eval. A device history record (DHR) review was conducted on lot# 01e1200068. The DHR investigation did not show issues related to the complaint. The complaint cannot be confirmed and a root cause cannot be determined since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.

Event description:
Complaint was reported as: balloon on the endotracheal tube fails to inflate/ deflate properly. No report of patient injury.